Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a system alarm failure and check clutch plunger lever error occurred on the medfusion 3500 syringe pump. There was no patient injury.

Manufacturer narrative:
The reported medfusion syringe infusion pump was returned for investigation. Visual inspection found the returned to device to be in poor condition; the top case was chipped and cracked, the bottom case was cracked, and the left and right plunger cases were damaged. Additionally, the device tamper sticker was void. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional testing the device underwent a flow test; the reported error was able to be duplicated. Upon further examination of the device, it was found that the carriage nut for the position potentiometer was loose. The root cause of the loose carriage nut was determined to be from normal operation; the device was over 8 years old. The carriage nut was tightened down to factory specification. Investigation determined that the root cause of the check clutch/plunger lever error was due to the loose carriage nut. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. (B)(4).